Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure on an unspecified date to explant this artificial urinary sphincter (aus) as the pump eroded out of the scrotum resulting in an infection. All components of the existing aus were explanted and replaced. No additional patient complications were reported.